Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017. The patient received no clinical benefit with the device and not interested in reimplantation as of the date of this report.